Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for six (6) unknown 2.4 locking screws/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a locking distal radius plate was revised due to malunion on (B)(6) 2016. The plate and nine screws (three 2.7 cortex screws and six 2.4 locking screws) were removed. No fragments were left in the patient. The patient was revised to a wrist spanning plate and screws. The surgery was successfully completed with no surgical delay and a good patient outcome. This complaint involves three devices. This report is 3 od 3 for (B)(4).